Event description:
Customer report that prior to use, a nurse confirmed a crack in the proximal part of neck flange. No patient involvement.

Manufacturer narrative:
One sample of a shiley pediatric tracheostomy tube was received for evaluation, and no lot number was provided. Visual inspection was performed, and it was observed that there is a fissure in the flange connector measuring 0.0975 inches. Based in the complaint tracking system (cts), the provided pictures, the received sample, and manufacturing controls, the failure mode was confirmed. Additionally, the pictures showed damage in the part between the connector and the flange. The reported failure mode can be reproduced, but not replicated under a change of parameters. This mark is considered as isolated condition. However, the operator work instructions are not called to check for flow marks, and there is not a visual aid in the instructions to show the defect. A quality alert was posted in the molding station to check for this type of damage in the flange on (B)(4) 2013. The operator work instructions was updated in order to clarify that the reported condition is considered as defect, and the parts shall be removed from the batch, and placed with the scraps. The reported failure mode cracked flange was confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Investigation is ongoing. Sample is currently in transit to the manufacturing site for analysis.